Event description:
It was reported that; the locking screw of the polyaxial head screw gets loose and dislocated.

Manufacturer narrative:
Method: device not returned. Results: because no device was received back for evaluation, testing and inspection could not be performed to aid in root cause analysis. Conclusion: without the device this cannot be determined conclusively.

Event description:
It was reported that; the locking screw of the polyaxial head screw gets loose and dislocated.